Event description:
It was reported that during a da vinci myomectomy procedure, it was observed that the wires had sprung on the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be broken. The pitch down cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument had significant debris at the tip of the grip. The other cables at the wrist were undamaged. No other damage was found. In addition, there was debris at the tip observed by failure analysis. The debris do not affect the functionality of the instrument. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.